Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an inaccurate delivery issue. It was reported the patient was only receiving "hbg" readings from the meter and pump - no symptoms were reported and no blood glucose values were provided. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-aug-2019 with the following findings: during investigation, the complaint was reported on (B)(6)2015 . According g to the pump history the pump was in use until (B)(6)2019 . Therefore all delivery data for time of complaint has been overwritten. Pump passed all required testing for delivery accuracy. The current basal total daily dose for (B)(6)2019 indicates the pump was delivering the programmed basal rate consistently. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Additionally, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.